Event description:
It was reported to philips that the system failed to boot due to defective flexvision pc on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective flexvision pc with fru flex-pc ep/hd (with snapshot) and fru icr os disk, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).